Event description:
It was reported by the customer that during a single tooth removal procedure, the tip of the handpiece where the bur guard is, heated up and burned a patient. The burn was reported to be on the bottom lip and approximately 1cm in size. The severity of the burn was estimated to be a "4" on a scale from 1 to 10 with 1 being the most minor burn. The burn was treated with burn ointment prior to sending the patient home and no prescription was administered for the burn. The burn is not expected to leave a scar and the patient should not require any further treatment with relation to the burn.

Manufacturer narrative:
The bur guard involved in the reported event was evaluated. During the evaluation, the technician noted visual evidence that the bur guard melted; the bur guard was pushed up past the shoulder of the spindle housing. Most likely the user did not perform the twist check to ensure the bur guard was snapped into place on the handpiece per the applicable IFU.